Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure could not be confirmed. As no device was returned for evaluation, a clear conclusion about the root cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an image black out and communication error code (e216). This issue was found during service / maintenance. There were no reports of patient involvement.